Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported that a small volume folfusor experienced an underinfusion. This was observed during infusion of fluorouracil. The reporter stated that approximately 6ml of solution remained in the pump after 52 hours of infusion. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured may 1, 2013 - may 2, 2013. Evaluation summary: the device was received for evaluation with 16ml of residual fluid in its bladder. According to the label affixed to the device, the device had been filled with fluorouracil and normal saline. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.